Manufacturer narrative:
Complaint conclusion: a 5mm x 30cm x 155 saber rx ruptured at its rated burst pressure (rbp), after it was delivered to the lesion and inflated. The lesion was the superficial femoral artery (sfa). An ipsilateral approach was made with an intended in-stent restenosis procedure. Another saber balloon catheter was used to complete the procedure. There was no reported patient injury. The product was not returned for analysis. A product history record (phr) review of lot 82161196 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. With the information available and without return of the product for analysis it is difficult to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors such as in-stent restenosis procedure may have contributed to the reported event. The stent struts can easily damage balloon material if caution is not met when attempting to cross inside the stent. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a 5mmx30cm 155¿ saber rx ruptured at its rated burst pressure (rbp), after it was delivered to the lesion and inflated. Therefore, the procedure was completed with another saber balloon there was no reported patient injury. The intended procedure was for an in-stent restenosis. An ipsilateral approach was made. The lesion was the superficial femoral artery (sfa). The device was discarded by mistake.

Manufacturer narrative:
Section b5: the device was stored as per the labeling. No anomalies were noted when the device was removed from the package. There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped following IFU instructions. The device prepped normally (i.e. Maintained negative pressure. The same indeflator was used successfully with other devices. There was no difficulty crossing the lesion. The product was removed intact (in one piece) from the patient. The maximum inflation pressure was fourteen atmospheres (14 atm). A 5mm x 30cm x 155 saber rx ruptured at its rated burst pressure (rbp), after it was delivered to the lesion and inflated. The lesion was the superficial femoral artery (sfa). There was no reported patient injury. The intended procedure was for an in-stent restenosis. An ipsilateral approach was made, and there was no difficulty crossing the lesion. The maximum inflation pressure was fourteen atmospheres (14 atm). Another saber balloon catheter was used to complete the procedure. The device was stored as per the labeling and no anomalies were noted when the device was removed from the package. There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. The device was prepped normally (i.e. Maintained negative pressure) per the instructions for use (IFU).the same indeflator was used successfully with other devices. The product was removed intact (in one piece) from the patient. The device was not returned for evaluation as the device was discarded. A product history record (phr) review of lot 82161196 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. With the information available and without return of the product for analysis it is difficult to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors such as in-stent restenosis procedure may have contributed to the reported event. The stent struts can easily damage balloon material if caution is not met when attempting to cross inside the stent. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.